Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock lead impedance measurements out of range. Technical services (ts) provided recommendations. Subsequently, the crt-d was explanted and replaced, while the rv remains in service. No additional adverse patient effects were reported.